Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37637 was returned and analyzed. External visual inspection of the balloon segment. The catheter smart chip data was reviewed. Data indicated the catheter was used for eight applications. However, the catheter usage date recorded on the smart chip 2024-08-02 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip and showed blood/fluid inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen attachment tip breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while freezing the last vein, a system notice was received indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.